Event description:
A report was received that a patient will undergo a revision procedure.

Manufacturer narrative:
Additional information received stated that the patient had a lead revision procedure due to lead migration. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2158-50 (B)(4) description: phase iii trial lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that a patient will undergo a revision procedure.